Event description:
I opted to have breast implants, allergan natrelle. I started having problems shortly after I had my implants, joint pain, muscle weakness, I had 1st capsule contracture 7 months later. Did a revision, dr put same implant back in. I was feeling sicker and going to rheumatologist for swelling, joint pain, diagnosed ra. Later developed psoriasis so was thought to have psoriatic arthritis and fibromyalgia. Taking enbrel then humira, methotrexate, tramadol, lyrica, wellbutrin, trigger shots, nothing getting better. Had 2nd capsule contracture about 1 year later after revision. Dr wanted $10,000 to put mesh to try and prevent another capsule contracture. Thought something was wrong, went to my family dr on (B)(6) 2018 talked to me about breast implant illness. Sent me back to my original ps, he said I was crazy but would remove my implants if I wanted him to. I went to another ps who tested me and found high levels of arsenic in my urine, he removed my implants by explant on (B)(6) 2018. I started feeling better within a few days, joint swelling going away, pain levels better. Retested for arsenic, completely gone after two weeks from explant surgery. I am 85 to 90% better than I was. But I had such a severe capsule contracture baker IV that they had to scrape the silicone off my chest wall, ribs and remove almost all my breast tissue on my left breast. I have had 3 fat transfer surgeries, and hopefully my 4th and my last, to reconstruct the damage to my left breast from these silicone toxic bags that I had no idea had 40 different toxic chemicals in them. I have spent a lot of money to get me back to being almost normal. I feel I was robbed several years of my life and my health has suffered because I was not told of the dangers from these silicone implants